Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump showed no evidence of damage to the pump casing. Unrelated to the complaint, investigation revealed that the display was dim with discolored text.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue with the pump. There was no indication that the product caused or contributed to an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing/condition issue.